Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised after patient complaint of groin pain. The patient's acetabular shell was reported to have migrated and exhibited some signs of protrusio. The shell, mdm/ adm liner construct, and femoral head were revised to a competitor shell and liner with a biolox head and sleeve. There are no allegations against the revised liner or femoral head. Rep reported that no further information will be available.